Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient was admitted with right ventricular failure symptoms, shortness of breath, and volume overload. Oral diuretics failed twice, and the patient was inotrope dependent. According to the account, the patient was treated with milrinone and diuresis. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced shortness of breath and volume overload. Patient was administered milrinone via swan-ganz catheter and underwent diuresis. The patient was admitted on (B)(6) 2020 and discharged on (B)(6) 2020. Log file analysis showed few routine power cable disconnects associated with power source changes. No other abnormal alarms, events, or trends in data were recorded.

Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with right ventricular failure symptoms. Oral diuretics failed twice and the patient was inotrope dependent.